Manufacturer narrative:
D4-UDI:(B)(4) testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 221134 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 221134, test base part number 195-430h/ lot: 218327. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 221134 showed that the complaint rate is 0.00226%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal kitted swab. Repeat testing was not performed. Initial testing was performed on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 using an unknown platform, which generated a negative result. It is not clear if these tests were binaxnow covid-19 antigen self-tests or another testing method. No additional patient information, including treatment and outcome, was provided.